Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy/exposure. The system was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was undergoing planned treatment for unknown procedure. The patient had to be migrated to another device to complete the procedure at the time of event. It was reported that the fluoroscopy was lost. Philips remote service engineer (rse) analysed the logfile and confirmed error messages about disks or disk tray. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the failure in the ippc disks. Fse replaced the 3 ippc disks and loaded the software. After the replacement of 3 ippc disks, the system was returned to use in good working. Due to manufacturing issues, the disk bay and dimm may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024, z-1156-2024). The codes were updated based on the investigation outcome.